Manufacturer narrative:
Additional data: h3 device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found fibre and no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -7.00/3.0/167 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise was observed. On (B)(6) 2024 the lens was explanted and the problem was resolved.